Event description:
It was reported during a routine device check, that this right atrial (ra) lead exhibited high, out of range pacing impedance, and increasing pacing thresholds. The physician reported reprogramming the device. The ra lead remains implanted. The physician will recheck the patient in six months. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory.